Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, defect containing peritoneal fatty tissue/omentum and mesh that had become part of the hernia sac, pain and mesh erosion. Post-operative patient treatment included ventral hernia repaired with new mesh and removal of some of the mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence and mesh that had become part of the hernia sac. Post-operative patient treatment included ventral hernia repaired with new mesh and removal of some of the mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: (lot#s n2h0119x, n4c0911x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, defect containing peritoneal fatty tissue/omentum and mesh that had become part of the hernia sac. Post-operative patient treatment included ventral hernia repaired with new mesh and removal of some of the mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence and mesh that had become part of the hernia sac. Post-operative patient treatment included revision surgery and removal of some of the mesh.